Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was damaged and broken, the lower case was broken and contaminated, both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the keyboard was stained and the printed circuit board flex connectors did not have medical adhesive on them. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.